Event description:
During an ercp procedure to remove biliary stones, the physician used a wilson-cook howell dash extraction balloon. Prior to use, the physician inflated the balloon to verify functionality of the product. The balloon did not deflate properly. At the user's discretion, the product was used during the procedure. During use, the balloon would not fully deflate. At this time, the physician used the syringe provided to deflate the balloon for removal. The pt was reported to be in stable condition.